Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 40 mg/dl range. Suspected cause was due to gastroparesis delaying the digestion of carbohydrates. Customer consumed carbohydrates and received assistance from wife and was administered a glucagon shot to address bg. Reportedly, customer was going to adjust pump settings to resolve the issue.